Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex coronary artery that was mildly tortuous and mildly calcified. The trek rx 2.5 x 8 mm balloon did not inflate at all. It was also reported that it was not possible to apply pressure. No leak or rupture was suspected. The device was replaced with another trek balloon to finish the procedure. The patient is doing well. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.